Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer, the new quinton catheters that we have started using are causing the crrt to malfunction. Air is getting pulled into the crrt cartridge/tubing causing the access pressures to dramatically decrease. Regardless of all troubleshooting tactics with the crrt machine and quinton catheter, changing out the quinton catheter, and changing the crrt machine, the crrt was unable to run for more that 5-20 minutes without critical alarms sound off and the machine stopping. No other information was provided.